Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported upon receiving their replacement adc device, the package was missing the sensor. As a result of not receiving the sensor, the customer was unable to monitor their blood glucose and experienced symptoms of pain, seizure, and a loss of consciousness. The customer had contact with a healthcare professional who treated the customer with glucose through the arm and provided medications of "krion 25, krion 35, rampiprel, aturastatin, and xetintintiva". No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported upon receiving their replacement adc device, the package was missing the sensor. As a result of not receiving the sensor, the customer was unable to monitor their blood glucose and experienced symptoms of pain, seizure, and a loss of consciousness. The customer had contact with a healthcare professional who treated the customer with glucose through the arm and provided medications of "krion 25, krion 35, rampiprel, aturastatin, and xetintintiva". No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned applicator and the sensor was inside the returned applicator. Therefore the customer complaint was not observed and this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.